Event description:
Voluntary report no. (B)(4). It was reported that during an angioplasty treatment procedure, catheter removal difficulty occurred. The patient presented with acute st elevation myocardial infarction (stemi), inferior all myocardial infarction complicated by transient heart block. At an unspecified time, the patient required and temporary pacemaker in right ventricle (rv). The target lesion was located in an unspecified artery. A 20 mm x 4.0 mm quantum maverick catheter balloon was advanced. After using the balloon for vessel dilatation, balloon was fully deflated and resistance was met between the balloon catheter and wire when removing it from the patient. Upon removal from the patient, the catheter balloon was severely "accordion" shaped on end of catheter. The procedure was completed with unspecified stent placement in the right coronary artery (rca). No patient complications nor patient harm were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that procedure was an interventional cardiac catheterization. The lesion was 100% stenosed in mid right coronary artery and 50% stenosed in mid circumflex. There was mild aortic stenosis. The shaft was not kinked at all. There was resistance when the doctor removed the catheter and the physician encountered difficulty in removing the catheter.